Event description:
It was reported that while using the system 7 sagittal saw during a procedure, the trigger would not release when pressed. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
During the device evaluation, the reported event of "trigger will not release" was confirmed. Upon disassembly, corrosion build up was found on the trigger, which caused the trigger to catch and slightly stick. This was the probable cause of the reported event.